Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found the helix was clogged with blood and tissue. After cleaning, the helix was able to retract and extend. The root cause of the helix issue was isolated to the helix being clogged with blood and tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, it was noted that the helix was partially deployed when it was taken out of the box. The physician retracted the helix and then attempted to implant the lead. The physician was unable to secure the lead and decided to remove and replace it. The procedure was completed successfully. The patient was discharged post procedure.